Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip of the smartstitch suture cartridge broke off with no obvious pressure to cause same. The surgeon was unable to find the tip and the concern was that it could be in the patient joint. They washed the joint in an effort to reduce that risk which caused a 15 min delay. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
The reported device was returned to the local office and intended to be used for treatment, but was not made available to the designated team for investigation. We cannot determine if there is a relationship between the device and the incident because the product was returned to the local office; however, was not made available to the designated team for evaluation. Visual inspection and functional testing could not be performed because the device in question was returned to the local office; however, not made available to the designated team for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If / when the device is returned to the designated team for evaluation, this investigation will be reopened. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.